Event description:
It was reported that a water leak was found somewhere on the catheter. Per additional information from the ibc via email 10feb2020; it is unknown where the water leak occurred on the returned catheter.

Manufacturer narrative:
The reported event was confirmed. The device did not meet specifications. The product was used for treatment purposes. The product was influenced by the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), silicone foley catheter. Visual inspection of the sample noted no visible defects. The catheter balloon was attempted to be inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and immediately leaked from a hole in the balloon surface (measuring 0.012 inches). This is out of specification per inspection procedure, which states, "pinholes are not permitted." No missing pieces were noted in the balloon surface. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be, ¿tooling damaged (core pins).¿ the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(1)do not reuse. (2)do not resterilize. (3)be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4)do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1)patients who are or have been allergic to natural rubber latex (2)patients with known allergy to silver-containing catheter". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that a water leak was found somewhere on the catheter. Per additional information from the ibc via email 10feb2020; it is unknown where the water leak occurred on the returned catheter.